Event description:
The customer reported that the system locked up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube was evaluated and replaced. A complete filament calibration and beam alignment was performed. The system was tested and found to be working as intended and returned to service.